Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an issue with the infusion set. Customer had 3 quick sets and when he opened the package, the needle was not attached so it fell right out. Customer connected the reservoir to the infusion set and was advised by his doctor's office to throw out both the reservoirs and the infusion sets. Customer's blood glucose reading was 108 mg/dl today. Customer was priming when the insulin started squirting out, so he changed out the infusion set and the reservoir. Customer stated that it is now fine. Customer declined troubleshooting.